Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson contacted customer service regarding the status of an upgraded meter. During the conversation, the patient, who had not used the current meter for a year or more, indicated an event that occurred 2006. She cannot recall exact dates or the blood glucose results. Since her test-strips and control had expired, no troubleshooting could be performed. She provided the following information to the customer care advocate. Reportedly, she obtained a low result on her ultra. Before taking an increased dose of her oral hyperglycemic medication, she felt "weak, faint, like I was going to die." More than 30 minutes later, she saw a physician at a clinic. She did not indicate whether it was a scheduled appointment or a drop in visit. A physician obtained an elevated result on the clinic's meter. He then injected an unknown amount and type of insulin as well as increased her daily oral medication. She was not hospitalized. Because the patient received medical attention due to allegedly inaccurate low results on her meter, the complaint is classified as an adverse event.